Event description:
Endo gia auto suture universal stapler "not firing correctly." Manufacturer response for endo gia auto suture universal stapler, (brand not provided) (per site reporter): they will initiate a quality control investigation and they will send replacement product.